Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead segments was returned to the manufacturer and analyzed. The lead distal conductor was distorted kinked/buckled. There was apparent lead damage at implant. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the physician was unable totally insert the guidewire into the rv lead. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.